Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 465 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the issue the customer changed the infusion set and cartridge and resumed insulin.